Event description:
It was reported that the patient "spilled something in the clm [carelink monitor] and dried it out." When the clm was restarted it began to smoke. The clm was replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.